Event description:
It was reported that the customer had received a motor error alarm the night prior. Troubleshooting had already been done for the alarm. The customer's blood glucose was unknown. The customer stated that the insulin pump's plastic was chipping around the reservoir compartment. The customer stated that the hole was not whole as it used to be. The customer was unaware of how the damage occurred apart from possibly when she went rock climbing a year and a half ago. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.